Event description:
It was reported that the implant didn't disengaged the mount during the clinical proceeding. A driver fractured trying to separate the mount from the implant and another bent. Implant was removed. Proceeding was fully completed with another driver and implant. This report refers to not disengaging event.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product: hxl1.25, tool hex sst 1.25mm 22mm. Hx1.25d, drill 1.25mm hex sst. G4: premarket identification PMA/510(k) #: k011028/k013227.